Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue but occlusion recurred. System check was being performed by tandem technical support; however a different alarm occurred and the system check could not be completed. Customer reverted to an alternate method of insulin delivery. Customer blood glucose was 200 mg/dl at time of event.